Manufacturer narrative:
E3: corrected. Manufacturer's investigation conclusion: the reported event of clock not set alarm was confirmed via log file analysis. Data from 07feb2000 at 14:50:32 to 11feb2000 at 23:50:00 and on 06jun2024 at 8:43:13 to 10:19:28 was reviewed. The controller event log file from 07feb2000 at 14:50:32 to 11feb2000 at 23:50:00 revealed a clock not set alarm was active between the timeframes. The alarm did not affect the system controller ability to support pump function. The clock not set alarm suggests there was a complete power loss, and the date/time would have reset. The evaluation could not determine when the complete power loss occurred as the events were overwritten with newer events. The date/time was set on 06jun2024 at 8:43:13 and the clock not set alarm cleared thereafter. Addition information reported system controller (serial # (B)(6)) will not be returned. A root cause that led to the clock not set alarm could not be determined. Double power disconnections were also seen in the log file. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Under section 4, ¿living with the heartmate 3¿, outlines you must always connect to the mobile power unit when sleeping (or when sleep is likely). This is very important! If you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Warnings outlines ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms.¿ under section 4, ¿system monitor¿, outlines how to set the date and time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The date on the controller was 11feb2000 with time of 21:04:26. The system controller was reset before anyone could recapture what the recent time on the controller was when they arrived (instead of just what was on the history).

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient coded at the airport. Log files were sent for review. The periodic log file contained 11 days of data with date / time stamps that indicated there was a pump reset due to total loss of power. The event log file contained ~ 4.5 days of data, most of these data lines were associated with date / time stamps that indicated there was a reset due to total loss of power. A clock synch was performed at (B)(6) 2024 8:43:13. The data recorded indicated that pump speed was maintained during these histories. It was unable to be determined when this event may have occurred or how long the pump may have been off due to this event.